Manufacturer narrative:
The underlying cause documented on the irs or return fields in (B)(4) is defined as: no static torque. MDR is being submitted as a result of a retrospective complaint review.

Event description:
Brake not working.